Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during procedure for a small bowel obstruction and internal hernia repair, the device jaws became stuck in a closed position on the omentum. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.